Event description:
It was reported that post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended and to be discussed with the following physician. There were no reported patient consequences.